Manufacturer narrative:
The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution- there are no similar incidents against this batch. There is no increase in the frequency or severity as indicated via an anticipated or know failure mode based upon risk documentation and/or historical trending.

Event description:
The physician claims that the graft was to be used for right axillary cannulation for an ascending aortic aneurysm procedure. When the clamp was released, an area of 2 to 3 inches was observed to be profusely leaking blood (duration of leakage and quantity of blood lost through the graft are unk at this time). The physician removed the graft and opened a second graft package. Noticing that the second graft had the same batch number, the physician elected not to use it. The leaking graft was replaced with a similar device of a different batch. The procedure was successfully completed. The device was left in. There were no complications for the pt. The pt is reported to be doing fine. Note: the quantity of blood lost through the first graft and the duration of the leakage have not been reported to bsc at this time. Other serious .... Reportable malfunction (leakage of blood through sealed vascular graft).